Manufacturer narrative:
Svc reps replaced the spo2 truck cable. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported spo2 drop out on the passport 2 monitor. No pt injury was reported.